Manufacturer narrative:
The subject device was inspected at olympus (B)(4) but it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device showed stripes and sometimes was disappeared, after replacing the connector during the reprocessing. The intended ureteroscopic lithotripsy procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon [considerations] it was not possible to determine the cause of the reported phenomenon from the following facts obtained in investigation. -it was confirmed that the reported phenomenon could not be duplicated at the inspection of olympus china. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.